Event description:
Boston scientific received information that this patient exhibited several episodes of ventricular tachycardia with noise, loss of capture which led to pacing inhibition for greater than 2 seconds. The arrhythmia logbook was cleared and overnight it filled back up again with noise episodes. Several isometric techniques were done to recreate the noise and a chest x-ray was taken. On the x-ray the lead looked bent and potentially fractured. This patient uses a continuous positive airway pressure machine at night and it is believed that it may be causing some electromagnetic interference with the device and or lead. The patient was not symptomatic but as this patient is dependent the physician elected to replace the lead and device. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.